Manufacturer narrative:
The technician found the nurse did not know how to apply the brakes fully. The technician in-serviced the account on the brake functions to resolve the issue.

Event description:
The account alleged the beds brakes would not lock. No patient impact.